Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) examined the system onsite and confirmed that there was problem with user interface and device was turned off. Upon functional inspection fse replaced the sbc board but issue was not resolved. Fse reinstalled the software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
05r/allura xper fd20/boot up failed. It has been reported to philips that the allura xper fd20 system failed to boot up. The system was not in clinical use and no harm has been reported. The system was re-installed and restarted and the system was returned to functionality. Philips has started an investigation of the complaint.